Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint was not confirmed by failure analysis (fa). Fa was unable to test because the instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument received error "check energy cord connection and that the generator is connected and powered" when trying to cut and seal. No errors were found in the logs.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse stated the vessel sealer extend (vse) melted when plugged into the machine. It was replaced by another instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The reporter had an opportunity for a brief conversation with the nurse in the room. They said that it did not melt. The reporter was not sure where that information had come from. They tried the device once and it did appear to work, but when they attempted to squeeze the handle for a second attempt it did not cauterize the vessel. The instrument was inspected prior to use with no damage found. The instrument was not functioning properly intraoperatively. The instrument did not collide with an energy instrument during the procedure. No arcing was observed. The surgeon was sealing a vessel. The instrument had sealing issue. It did not involve any other issues. No known errors occurred when the vessel sealer issue occurred. There was no injury to the patient. Also, the customer was not sure if there was an audible signal (continuous tone) while the pedal was pressed, whether the seal cycle completed with the fast audible tones as expected, or whether tissue effect was observed during the sealing cycle. No tissue was cute that was not fully sealed. The customer could not confirm if the jaws came into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The customer could not confirm if the jaws were immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient.